Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged and leaked. There was no report of patient impact. The following information was provided by the initial reporter: can you please provide additional details in regards to the issue? Medicine will not flow through. They put the needle in your arm and no medicine will flow so it leaks at the attachment of the needle and syringe. Customer states that the safetyglide needle part number 305916 does not hold the medicine leaks it out.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1302979. Medical device expiration date: 31oct2026. Device manufacture date: 29oct2021. Medical device lot #: 2025237. Medical device expiration date: 31dec2026. Device manufacture date: 25jan2022. Medical device lot #: 1302979. Medical device expiration date: 31oct2026. Device manufacture date: 19oct2022. Medical device lot #: 1239305. Medical device expiration date: 31aug2026. Device manufacture date: 27aug2021. Medical device lot #: 2024137. Medical device expiration date: 31dec2026. Device manufacture date: 06dec2021. Medical device lot #: 1340735. Medical device expiration date: 30jun2026. Device manufacture date: 26oct2021 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 24-oct-2022 investigation summary: it was reported that the needles were clogged. To aid in the investigation, thirty-two samples were provided to our quality team for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Twenty-six samples expelled the solution with a normal flow. Six samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 1302979, 2025237, 1333400, 1239305, 2024137 and 1340735. According to the sampling plan applied for product performance, these lots were accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each batch of needles used in the manufacture of these lots. During the history review, one lot used in manufacturing of lot 1340735 was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged and leaked. There was no report of patient impact. The following information was provided by the initial reporter: can you please provide additional details in regards to the issue? Medicine will not flow through. They put the needle in your arm and no medicine will flow so it leaks at the attachment of the needle and syringe. Customer states that the safetyglide needle part number 305916 does not hold the medicine leaks it out.